Event description:
Device malfunction: filter migrated distally. Time of malfunction: during the procedure. Symptoms/ae: filter snared and removed from anatomy. It was reported that during an interventional procedure in the mid saphenous vein graft to right coronary artery, an emboshield pro filter was no delivered on the required barewire guide wire, but on another guide wire. Subsequently, when the guide wire was removed, the filter remained behind in the saphenous vein graft. The filter was successfully snared and removed from the anatomy. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Evaluation summary: without the return of the product, device investigation could not be performed. There was no product or component discrepancies reported on the retrieval catheter and basket assembly during general preparation. Labels on the packaging (emboshield pro box, delivery catheter pouch, and retrieval catheter pouch) state: "warning: only to be used with the emboshield barewire." The current emboshield pro instructions for use (warnings) states: "only use a barewire filter delivery wire. Use of any other guide wire will lead to loss of the filtration element or an inability to retrieve the filtration element." Also, the filtration system, label and the inner carton label specifically states: "barewire only". Additionally, the emboshield pro barewire has a cuff that acts as a distal stop. This stop on the barewire is necessary to prevent the filter from traveling distally past the barewire tip during the procedure. This stop is also necessary to pull the filter element into the retrieval catheter. The proximal end of the barewire has radial stripes (zebra stripes) to help distinguish it from other guide wires. Engineering could not identify any product deficiency since the device was not returned. The cause of this event is determined to be associated to user error. As stated in the case description, the emboshield pro filter was placed over a non-compatible wire. A review of the lot history record associated with this incident revealed that the device met the acceptance criteria.